Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose was 248 mg/dl.